Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of damaged rate dial and cracked pole hanger, the upper case was broken around the rate encoder and the hanger was broken. It was additionally noted that the ventricular output connector was broken, the rate knob missing, the battery drawer would stick and that it needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged rate dial and a cracked pole hanger. The epg was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.